Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown, did the patient require revision surgery or hardware removal? Unknown, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ where was the foreign material found? (Inside shipping box, inside implant box, directly on device?) ¿ (B)(6): directly on the device, inside the applicator pen. Items have been sent back for thorough investigation. ¿ please describe the type of foreign matter that was observed. (B)(6): yellow stain ¿ are there any photos of the foreign matter available? (B)(6): no, however customers has sent the products back for investigation. ¿ is it possible that the foreign material fell into packaging upon opening of device? (B)(6): no, it was a stain. ¿ was the seals on the foil still intact when the package was opened? (B)(6): yes, items were in sterile packing. Some were opened but upon discovery of the stain, it was not used on patient. ¿ was any hole, puncture, or tear found (kit carton, pre-filled syringe packaging, or tip packaging) (B)(6): no, but please do a detailed inspection upon receiving the product. ¿ where was the hole, puncture, or tear found (kit carton, pre-filled syringe packaging, or tip packaging) (B)(6): no, but please do a detailed inspection upon receiving the product. ¿ provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6): item was feedback by (B)(6). A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported upon opening topical skin adhesive on an unknown date in 2026. A yellow stain found on products. Item were not used on patient. Additional information has been requested.